Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the complaint device was received and evaluated at service center. The defect reported by the customer has not been verified. On inspecting the device, other deficiencies were found to be impairing device function. Preventive replacement of o-rings performed according to service manual. Insulation resistance out of tolerance: motor cable replaced. Functional test performed. Hipot test completed. Electrical safety test completed. Functional test according to test procedure completed. Unit cleaned. Safety test checklist enclosed. Per input check report, the device is defective and there is a short circuit in the cable. At the time of the investigation, the root cause of the failure mode is undetermined. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the records reviewed. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that pre-operatively. To an unspecified procedure, it was observed that the micro tornado hp w handcontrol device was broken. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.